Manufacturer narrative:
(B)(4). Evaluation of the returned device found the link had been broken at the posterior cuff. The link break resulted in the failure to retrieve the suture during plunger removal and subsequent failure to achieve hemostasis with this device. A link break will have the same result and appearance as the reported suture break or tear. However, because the complete suture was returned partially loaded in the device, the reported broken/torn suture cannot be confirmed. Both cuffs were attached to the needle tips. A link break can be influenced by, but is not limited to, manufacturing, excessive force during plunger removal, jerky motion, a side wall stick, or deployment in a challenging anatomy. Gently removing the plunger during the first 2 cm can reduce the link breakage. To assure that all products perform according to specifications they are subject inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The reported damaged suture was not confirmed; however, the detected link break appears to be related to the operational influences and not a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no previous incidents reported for detachment of device suture for this lot. The search of the complaint database indicated no lot specific product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the sutures were torn. The method used to achieve hemostasis was not specified. There was no adverse patient sequela. Reportedly, the physician is trained in the use of the device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.